Event description:
The customer stated the code key displayed on the device doesn't match the printed number on the code key. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.